Event description:
It was reported that samples are clotting after use and an erroneous result occurred with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter: customer stated that she has noticed blood clotting in some of the tubes for the last month or so. She said that she has never had this happen before and the techs that are drawing the blood are veterans for over 20 years, so she knows it is not the way they are drawing the blood. The product number is 367861, lot#: 0044154. Additionally, on 2020-07-20 the bd sales consultant provided the following additional information: it was reported that the blood was clotting in some of the tubes. Customer said there was one tube that clotted and she didn't catch it until after she had run the tests and it came back with an erroneous result. She said she had to redraw the customer's blood and run a second test and it came back normal.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated. The samples were visually inspected for the presence of edta additive, all tubes were found to contain edta spray coating on the inner walls of the tube. Following visual inspection, samples were tested for the quantity of the edta additive that is present in the tube and all samples were within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Based on the investigation completed, bd was unable to confirm this complaint for clotting or erroneous results. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that samples are clotting after use and an erroneous result occurred with a bd vacutainer® k2 edta (k2e) 7.2 mg blood collection tubes. The following information was provided by the initial reporter: customer stated that she has noticed blood clotting in some of the tubes for the last month or so. She said that she has never had this happen before and the techs that are drawing the blood are veterans for over 20 years, so she knows it is not the way they are drawing the blood. The product number is 367861, lot#: 0044154. Additionally, on 2020-07-20 the bd sales consultant provided the following additional information: it was reported that the blood was clotting in some of the tubes. Customer said there was one tube that clotted and she didn't catch it until after she had run the tests and it came back with an erroneous result. She said she had to redraw the customer's blood and run a second test and it came back normal.